Manufacturer narrative:
(B)(4). Indication for use (treatment of pseudoaneurysm). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a pseudoaneurysm leak at the anastomosis site of the right coronary artery and the aorta. The 5.0 x 19 mm graftmaster was deployed successfully, and the pseudoaneurysm was partially sealed. A non-abbott covered stent was implanted for further treatment. No additional information was provided.